Manufacturer narrative:
The product is expected to be returned for analysis but has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. A device history record review was initiated to document whether the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that a 12tlw405f35 fogarty catheter failed during a de-clot procedure, leaving a small piece of the catheter tip broken off with the balloon fragment in the arterial anastomosis brachial artery of the patient. The doctor attempted to retrieve the pieces for approximately 30 minutes, but unsuccessful. The patient was brought to the or shortly after and retrieval of all parts of the catheter were successful. The scrub tech confirmed testing the balloon with air and then placing it in a small bowl of saline to check for leakage and found no issues with the device prior to insertion in the patient. The doctor confirmed no harm to the patient. The catheter is available for return once all the pieces have been received from pathology.